Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during the first ablation a cardiac tamponade was observed. It was noted that the mapping catheter was placed inside the left superior pulmonary vein (lspv), and the balloon catheter tip had been directed to the roof possibly causing damage. Via angiography, it was noted that mapping catheter and the balloon catheter may have not been aligned coaxially. The case was aborted; however, the patient was not under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: clinical data files were received and analyzed. The files showed at least one application was performed on the date of the event (just inflation) for 164 seconds. A clinical issue (cardiac tamponade) was encountered during the procedure and the case was aborted. The balloon catheter, mapping catheter and sheath were not returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.